Event description:
Unusable, kinked guidewire. The ward doctor noticed the problem when inserting the guide. There was a hitch, it was not going through. The guidewire would have broken at the "j" shape extremity level. This is a recurring problem, this is the 4th occurrence, all guidewires from the same batch. Noted consequences: the procedure time was lengthened.

Manufacturer narrative:
Device analysis completed.

Manufacturer narrative:
No product was returned for analysis. As reported by the customer: 'unusable, kinked guidewire. The ward doctor noticed the problem when inserting the guide. There was a hitch, it was not going through. The guidewire would have broken at the "j" shape extremity level. This is a recurring problem, this is the 4th occurrence, all guidewires from the same batch. Noted consequences: the procedure time was lengthened.'' A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used", "improper use", "improper handling", "user failure in preparations for use" and/or "improper removal from packaging" may have impacted on the event as reported.

Event description:
Unusable, kinked guidewire. The ward doctor noticed the problem when inserting the guide. There was a hitch, it was not going through. The guidewire would have broken at the "j" shape extremity level. This is a recurring problem, this is the 4th occurrence, all guidewires from the same batch. Noted consequences: the procedure time was lengthened.